Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the location of the ipg. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the location of the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.